Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The capio bullet was not found. It is uncertain if it is still in the device or in the patient. The patient's condition was reported as unknown.